Event description:
The device was used during closure of pharyngeal pouch. There was incorrect staple info. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples as designed across the entire staple line. There were no malformed staples noted and the staples heights were acceptable. Comments: mfg and engineering have been notified of the reported incident. Co strives to understand each reported incident in order to continuously improve the products.